Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the load plate cover had holes, the bottom and front covers were cracked. The autopulse platform is a reusable device and was manufactured on 10/16/2012. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint. A review of the platform archive was performed and user advisory (ua) 2 (compression tracking error) was observed on the first compression. The device passed functional tests without any fault or error report. In summary, the reported complaint of ua 2 message was confirmed based on the archive review but not during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. According to the archive log, user advisory 2 had occurred on the first compression. This typically occurs if the patient is misaligned on the platform or the lifeband is opened. The load cell characterization test performed during functional testing confirmed both load cell modules are functioning within the specification. Additionally, brake gap inspection was performed and verified that the brake gap was within the specification. Thee run in test with the 95% patient test fixture with good known batteries was performed for hours with no faults or errors. The autopulse passed all the testing and met all required specifications.

Event description:
On (B)(6) 2016, emergency service was contacted for an (B)(6) year old female who presented no pulse and was not breathing. The patient was last seen approx. 30 minutes prior to being found. The patient had a history of seizures and polysubstance abuse. According to the attending medic, family members found the patient in cardiac arrest. It is not known how long patient was unresponsive. No bystander CPR was performed. Upon arrival, the responding medic indicated there were no signs of patient trauma. Manual CPR was performed at patient contact for approximately 10 minutes before deploying the autopulse unit. It was reported that the autopulse platform deployed without any issues. During active operation, the platform performed several cycles of compressions and stopped and displayed user advisory (ua) 2 (pull up lifeband, check patient alignment, and press restart) message . The crew fully extended the lifeband and pressed restart. The platform performed 5-10 compressions and displayed the same error message. After 3-4 attempts to get the unit to function properly, the lifeband was released and manual compressions were resumed for the duration of the arrest. Return of spontaneous circulation (rosc) was not achieved. According to the attending medic the cause of death is suspected opiate overdose.